Manufacturer narrative:
The reported complaint of a thermogard ivtm system (serial (B)(4)) displayed "coolant low" error message was confirmed during functional testing and event log review. The investigation findings revealed that the root causes of the reported issue were due to damaged coolant sensor block and rj45 cable. The possible cause of the damaged coolant sensor block and rj45 cable was likely attributed to mishandling. Upon visual inspection, no physical damaged was observed. During event log data review, alert_coolant_level_empty messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. Initial functional testing on the thermogard ivtm system failed due to "coolant low" error message. To remedy the error message, the damaged coolant sensor block and rj45 cable were replaced. After parts replacements, the thermogard ivtm system was functionally tested and as a result, it passed all the functional tests without no fault or error. The thermogard ivtm system is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During console check, customer reported that the thermogard xp ivtm system (serial (B)(4)) displayed "coolant low" error message and will not clear. The coolant level was normal according to the customer. No patient involvement.